Event description:
In early 2009, the pt stated that she has experienced air bubbles in the insulin cartridge "at least every day" for the past six months. The pt is blind and stated that when she experiences elevated blood glucose, she will disconnect from the infusion site and prime until she feels insulin drip from the end of the infusion tubing. She stated that it takes from 6-25 units for her to feel insulin drip from the infusion tubing. She stated that she allows insulin to reach room temperature prior to use and she properly adjusts the piston rod before inserting the insulin cartridge into the infusion device. A request for additional training was submitted. The pt was not experiencing an air bubble at the time of the report, but she requested that the infusion device be replaced. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.